Event description:
Customer called to report receiving a shipment of coulter ac.t 5diff control plus vials that were leaking inside the box. The leak was contained within the box. Customer disposed of the leaked vial and box using their proper laboratory protocol. Customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and protective eyewear at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or associated to this complaint. Replacement controls were ordered and sent to customer.

Manufacturer narrative:
Customer disposed of the leaked vial and the box; therefore, beckman coulter, inc. Could not investigate and determine the root cause of the leak. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).) Customer disposed of leaking shipment.